Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in the iliac vein. After a wallstent endoprosthesis was deployed to the lesion, the physician then "went back in with the balloon and that somehow the balloon cracked the stent. It basically broke the stent and that post angiography image, it looked like the stent had collapsed." No patient complications were reported and the patient's status was fine.